Event description:
The customer obtained questionable results for one patient sample with the afp a1-fetoprotein test. The customer obtained an afp of 48.9 ng/ml on the e module. The customer stated the result did not match the patient's clinical status, so the test was repeated by the (B)(4) method with a result of 1.9 ng/ml. The customer would not provide any information concerning which result (s) were reported outside the laboratory. The customer stated there was no death, injury, illness, or serious deterioration in health associated with the event. The lot number of afp reagent was 169214; the expiration date was requested but not provided.

Manufacturer narrative:
The customer sent the sample for investigation. During the investigation, the test was repeated on an elecsys analyzer with a result of 53.26 ng/ml. The sample was also tested on a lumipulse (B)(4) with a result of 54.8 ng/ml. Additional testing with peg and protein a were performed; the recovery rate was not affected. The investigation concluded the elecsys afp was not affected by a non-specific reaction and reflected the true afp value.

Manufacturer narrative:
The event took place in (B)(6). The specific part number involved in the event was requested but not provided.